Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 10 during drain cycle 4. The patient's drain volume was 4854ml, the patients fill volume was 2000 ml. Which meets iipv criteria. No patient injury or medical intervention was reported. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be inappropriate bypass of the caution: negative uf alarm. Iipv. The device will be routed to the service area. During a follow up phone call by product surveillance to the nurse, it was revealed that the home patient (hp) passed away on (B)(6) 2010. The nurse stated the fluid retention the hp had was not related to the hp's peritoneal dialysis (pd) therapy. Global pharmacovigilance (gpv) documented the following follow-up information during a call with baxter customer services, the nurse stated that on (B)(6) 2010, the patient died. The cause of death was cardiac failure. It was unknown whether an autopsy was performed, or if dianeal therapy was ongoing at the time of the death. The reporter believed the event of cardiac failure was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to these reported difficulties. The device passed the homechoice rite functional test & had failed the homechoice rite electrical safety analyzer test. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be inappropriate bypass of the caution: negative uf alarm. Iipv. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv/over delivery.